Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in (B)(6) 2009 and that it has performed to specification up to (B)(6) 2011. Info obtained from the device showed evidence that the device was switching itself on automatically resulting in manual power-ups of 10 minutes in duration that started (B)(6) 2011 and continued up to (B)(6) 2013. Investigation confirmed a fault with the membrane. This caused the device to switch itself on automatically, which has the potential to cause premature depletion of the pad-pak (battery). The returned pad-pak from lot a1284 was found to have been fully depleted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p device are for multi-use.

Event description:
There was no pt involved in this event. This device malfunctioned because it was switching itself on automatically. A device switching itself on automatically, if left undetected could result in battery becoming depleted.